Event description:
Pt moving bed to a reclining position when a loud 'pop' was heard. Fire was reported in the motor unit of the bed. Fire extinguisher was used and pt was evacuated without injury. Capacitor unit burned. Pt bubbled and blackened on cover housing over motor unit. Material inside of capacitor resembles burned paper.